Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although good faith effort attempts were conducted on 3 separate occasions, information regarding cause or further information could not be obtained. Thus, cause of event could not be identified. Root cause cannot be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii xenon light source had socket contact problems and the image was not displayed when connected to gastrointestinal (gi) scope during preparation for use. There were no reports of patient harm. An olympus technician went onsite and inspected the device. The technician reported that the light source is dark, and the endoscopic image cannot be seen. This report is being submitted for the event found by the onsite technician.

Manufacturer narrative:
The device was not returned for evaluation. The customer¿s allegation was confirmed. Additional findings during the onsite visit noted that the image was not displayed when connected to gastrointestinal (gi) scope and image freezes when connected to the (gi) scope. The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.